Manufacturer narrative:
The incident sample was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a pad site burn occurred after a right hemicolectomy procedure. The patient manifested burn discomfort seven days following the procedure. At this time the patient has recovered.

Manufacturer narrative:
Evaluation of the concomitant forcetriad generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported a pad site burn after a right hemicolectomy that occurred on (B)(6) 2017. Patient manifested burn discomfort (B)(6) 2017. At this time the patient has recovered.

Manufacturer narrative:
The customer provided additional information that this event involving an e7509 pad site burn with a forcefxcs concomitant device connected as part of a system was incorrectly reported to medtronic. The associated device was a forcetriad electrosurgical generator, serial number (B)(4). To date, the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.